Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
08/20/2018 15:41:22 sandra j mcdonald (smcdonal) syr/pca gripper recall-gripper is sticking per bd field tech john bach who is at the account today. Contact: biomed: rodger abbott, rodger.abbott@cchmc.org, 513-636-2587 01/30/2019 06:13:57 jovelyn martin (jobmarti) contact: abby shay biomed (513) 636- 3871 <abby.shay@cchmc.org> 02/06/2019 12:51:55 arjel ancheta (arjanche) inbound error 02/11/2019 05:20:59 marites malig (mmalig) phone 858-458-7000 7000 est rcl-mnr for crack front cover , crack rear case & crack barrel clamp. 02/15/2019 07:33:19 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per marites malig, service tech. Repair approved by rob martin at robert.martin@cchmc.org for $354. New po# is 1100099617. Npi 02/15/2019 08:09:52 marites malig (mmalig) phone 858-458-7000 7000 awaiting for parts tc10008828 03/27/2019 14:26:41 annette a mendez (amendez) 1001901724070004522900480982912983 04/25/2019 11:15:17 joseph kuhls (jkuhls) syr gripper rcl completed. Replaced lower housing. Replaced front cover, rear case, left & right iui connector, left handle & latch module assy. Performed calibration. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.